Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: product leakage at the junction between the extension tube and the syringe, with visible dripping. It is impossible to know which of the two is causing the problem, but we have checked that they are properly screwed in place. There has been no known harm to patients to date; the medication was administered but a small amount was lost.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos and one physical sample was provided to our quality team for investigation. Upon visual evaluation, evidence of leakage new the luer cone is observed, however, the source of the leak cannot be conclusively verified based on the photo. The returned product was thoroughly inspected, and no damage or related defects were observed. Leakage testing was performed, and confirmed the product met required specifications, no leakages were detected. A device history review was performed for reported lot 2507053, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Additionally, six retained samples were requested for further evaluation. Each retained product underwent visual inspection, and no damaged components or related defects were found. Leak testing was also performed on all retained samples in accordance with established procedures, and all products were verified to meet specification, no leakages at the luer connection were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the information available, we are unable to determine a specific root cause at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.